Event description:
It was reported that the copilot would not connect to the contrast delivery system. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the copilot would not connect to the contrast delivery system. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the complaint history of the reported lot revealed no similar complaints from this lot. However, the loose or intermittent connection issue appears to be related to a potential product quality issue. The investigation determined that the reported loose or intermittent connection appears to be a potential quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.